Event description:
It was reported that the patient was seen on (B)(6) 2014 with symptoms of withdrawal, flu-like symptoms which included nausea and vomiting along with less than 50% therapy relief/decreased pain control. Reportedly, the pump had three motor stalls starting at 05:30 on (B)(6) 2014. The stall reportedly recovered after more than two hours. The issue was reported as not resolved and the pump was programmed to minimum rate. The pump was scheduled for replacement on january 23, 2014. No diagnostic testing or troubleshooting was performed. At the time of the event the patient¿s status was reported as alive, no injury. This device system delivered baclofen, hydromorphone, and clonidine. It was further reported that the pump had a critical alarm for the motor stalls. A stall occurred on (B)(6) 2014 at 05:30 and recovered at 17:29, stalled that same day at 23:15 and recovered on (B)(6) 2013 at 18:30 and further stalled that same day at 21:56 and was still stalled. The patient was noted to have nausea and increased pain.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing. The pump passed all non-destructive lab testing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis they found significant residue and shaft wear on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced withdrawal. It was noted the stall did recover. The pump stopped and recovery secondary to premature end of life expectancy of battery, 2-3 months early. The cause of the stall was battery end of life. Troubleshooting/actions included saline. The patient had replacement of new pump and catheter.

Event description:
It was later reported that the patient did not have a magnetic resonance imaging (MRI) scan and the cause of the stall was not known. The pump was scheduled to be replaced on (B)(6) 2014 but the patient was cancelled by anesthesia due to having a potassium level of 2.6. The patient was receiving oral pain medication to replace the pump medication. The pump was expected to be returned once explanted. It was then reported that it was unknown if a rotor or dye study were performed. The pump was explanted and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.